Manufacturer narrative:
The device was returned and analysis found that the handle separated from the hypo tube of the anchor deployment tool.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative regarding a patient¿s implantable infusion pump system. It was reported on (B)(6) 2016 that during a procedure the anchor tool would not allow for deployment. It was reported that the t portion of the injex system did not work and troubleshooting was attempted; the healthcare provider tried to realign the t piece, but was unable to get deployment to occur. A second catheter kit had to be opened to obtain an anchor. The issue was resolved at the time this event was reported. The patient was being medicated through the pump with morphine at a concentration of 5mg/ml, and a dose of 0.9mg/day. The patient¿s medical history was unknown. No symptoms were reported.

Manufacturer narrative:
The conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.